Event description:
It was reported that a patient was unable to lock a luer connector into place, and after troubleshooting with a new connector, the replacement locked correctly. Symptoms included no reported clinical effects. Outcomes included no impact beyond the need for troubleshooting and education. Investigation included internal documentation review and collection of the lot number for the connectors. Investigation of this case revealed a connector attachment difficulty that resolved with use of a new connector, indicating a device component interface issue localized to the original connector. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface difficulty with the original connector, not reproduced with a replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.